Manufacturer narrative:
The reported complaint was confirmed. The product surveillance technician duplicated the reported complaint. He observed the voltage to be too low that it was unable to power on the fans of the power supply's. The voltage was reading 0.112 volts direct current (vdc), specification is 24.5 vdc +/- 5%. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the reported issue was during non-clinical activity. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate any issues. After consulting further with the user facility's biomedical technician it was determined that a bad power outlet caused the heart lung machine (hlm) to go onto battery power without the user knowing. There are no issues with the battery or the hlm.

Manufacturer narrative:
Per the field service representative (fsr) the user facility's biomedical engineer stated that there were power issues in the operating room. This complaint is related to (B)(4) / MFR#1828100-2020-00480.

Event description:
It was reported that the heart lung machine (hlm) had a battery error issue. No other details regarding the nature of the event were provided.